Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03869 and MFR. Report # 3005099803-2012-03868). These events were previously reported under user medwatch # 3601800000-2012-8024. It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters were used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of (B)(6) study. This complaint is being reported based on the event of asthma aggravation (with symptoms reported as wheeze, hypoxia, dyspnea, bronchial spasm, chest discomfort, and decreased lung volume) that resulted in hospitalization. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. This procedure was performed under general anesthesia. The first catheter (the subject of MFR. Report # 3005099803-2012-03868) was inserted into the patient and the thermoplasty procedure was begun. During use, it was noted that some of the black marker bands wore off of the catheter. The catheter was replaced with a second catheter (the subject of MFR. Report # 3005099803-2012-03869). Again, during use, it was noted that some of the black marker bands wore off of the catheter. The procedure was aborted after two activations of the second catheter before all targeted airways were treated because the patient experienced repeated desaturation and significant bronchospasm. Patient received supplemental oxygen via mask for spo2 <92%, shallow breathing secondary to anesthesia, labored breathing and dyspnea. Subject obtained spo2 of 98% in the recovery room. On (B)(6) 2012 the patient was initially hospitalized for observation overnight. The patient experienced an asthma flare, but no hypoxic episodes were observed. The patient was treated with consecutive albuterol treatments to reduce symptoms, and also received prednisone. The patient experienced a decrease in fev1 of approximately 35% (2.8l pre-procedure to 1.8l on (B)(6) 2012. The patient's hospitalization was extended until (B)(6) 2012. The asthma event was reported to have resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: (B)(6).

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03869 and MFR. Report # 3005099803-2012-03868). These events were previously reported under user medwatch # (B)(4). It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters were used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval (B)(6) study. This complaint is being reported based on the event of asthma aggravation (with symptoms reported as wheeze, hypoxia, dyspnea, bronchial spasm, chest discomfort, and decreased lung volume) that resulted in hospitalization. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. This procedure was performed under general anesthesia. The first catheter (the subject of MFR. Report # 3005099803-2012-03868) was inserted into the patient and the thermoplasty procedure was begun. During use, it was noted that some of the black marker bands wore off of the catheter. The catheter was replaced with a second catheter (the subject of MFR. Report # 3005099803-2012-03869). Again, during use, it was noted that some of the black marker bands wore off of the catheter. The procedure was aborted after two activations of the second catheter before all targeted airways were treated because the patient experienced repeated desaturation and significant bronchospasm. Patient received supplemental oxygen via mask for spo2 <92%, shallow breathing secondary to anesthesia, labored breathing and dyspnea. Subject obtained spo2 of 98% in the recovery room. On (B)(6) 2012, the patient was initially hospitalized for observation overnight. The patient experienced an asthma flare, but no hypoxic episodes were observed. The patient was treated with consecutive albuterol treatments to reduce symptoms, and also received prednisone. The patient experienced a decrease in fev1 of approximately 35% (2.8l pre-procedure to 1.8l on (B)(6) 2012. The patient's hospitalization was extended until (B)(6) 2012. The asthma event was reported to have resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012 pre-bronchodilator fev1: 2.9 fev1 % predicted: 91.48 fvc: 3.58 fvc % predicted: 95.47 post-bronchodilator fev1: 2.99 fev1 % predicted: 94.32 fvc: 3.66 fvc % predicted: 97.60 baseline spirometry values: visit date: may 21, 2012 pre-bronchodilator fev1: 1.69 fev1 % predicted: 88.48 fvc: 2.20 fvc % predicted: 91.29 post-bronchodilator fev1: 1.90 fev1 % predicted: 99.48 fvc: 2.32 fvc % predicted: 96.27

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study source: (B)(4). A visual examination of the returned device has revealed that marker bands one, two and three were partially worn off. The other marker band was still intact. Two kinks were also found in the proximal shaft region, but is likely to have occurred as a result of device handing during the returns process. The device history record for the reported batch was reviewed and no discrepancies were noted. A labeling review was performed and the device was determined to have been used in accordance with the labeling. The reported event of asthma exacerbation is a known possible adverse event. Therefore, the root cause classification of anticipated procedural complication has been assigned.

Manufacturer narrative:
(B)(4). Mfg site: boston scientific corporation (B)(4). Study source: (B)(4). The device has not been received for analysis. If the device is returned upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The risk of marker band loss has been evaluated and determined to present no hazard to the patient.